Manufacturer narrative:
Corrected information received on december 23, 2025. Correction to b5, describe event or problem. Correction to h6, adverse event problem-health effect, clinical code.

Event description:
An unknown needle mechanism failure was reported. It was reported the patient's blood glucose level reached 238 mg/dl. The pod was worn between 25 and 36 hours. Treatment information was not provided.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
An unknown needle mechanism failure was reported. No impact to the patient's glucose level was reported. The pod was worn between 25 and 36 hours. Treatment information was not provided.